Event description:
The lay user/pt called lifescan (lfs) in july 2006, and alleged that his meter was reading inaccurately high. The lfs france representative obtained the following info from the pt. The pt reported that he experienced a hypoglycemic event. He tested his blood glucose at 7:42 a.m. And the result was 118 mg/dl. The pt ate his "usual" breakfast of coffee with no sugar, bread with butter, and 1 plain yogurt. The pt had no symptoms at this time. He tested after eating breakfast at 10:21 a.m. And obtained a result of 91mg/dl. The pt then stated that just before lunch he did not feel well. He did not have any clear hypoglycemic symptoms, other than feeling hungry. He tested at 12:00 p.m. And obtained a result of 72mg/dl. He ate a piece of bread and an apple. Just after eating, at approx 12:10 p.m., the pt passed out. According to his wife, his face turned blue and his wife administered CPR. The pt began breathing on his own immediately. The paramedics came to the pt's house at about 12:20 p.m. Neither the pt, nor his wife knows if his blood glucose was tested. An electrocardiogram was done to determine if the cause of the event was due to cardiac problems or his blood glucose. A lab test was performed and the pt tested on his meter at the same time. The pt's meter result was about 50 mg/dl higher than the lab. The lab result was 26 mg/dl but the meter result is not known. The pt does keep a defibrillator at home as he does have cardiac problems. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported as the pt had become unconscious after obtaining results that were not consistent with how he was feeling. It is not completely clear if the event was related to an abnormal glycemic state. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it . If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.